Event description:
It was reported that the patient was admitted in the emergency room experiencing episodes of ventricular tachycardia (vt), one episode of ventricular fibrillation (vf), and a syncopal episode during the vf episode. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) delivered an episode of anti-tachycardia pacing (atp) therapy while charging which did not convert the vf episode. The ICD subsequently delivered an episode of shock, which successfully converted the rhythm. No intervention was performed. The patient was in stable condition.